Manufacturer narrative:
This MDR is resubmitted again as it was identified that original submission had not been successfully loaded into the FDA database due to wrong file format. The initial MDR of this incident was submitted to the FDA within the original reporting deadline. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
The patient was anaesthetised for a mini-mitral valve surgery. To facilitate one-lung ventilation during surgery a vivasight ett was inserted (to allow for bronchial blocker to be used during surgery). After intubating the patient's trachea, the tip of the ett was abutting against the tracheal wall. The ett was rotated through 180 degrees. This confirmed correct positioning of the tip of the ett 2cm above the carina. However on connecting the ett to the breathing circuit very high airway pressures (>50cmh2o) were required to ventilate the lungs. As the tip of the ett could be clearly seen, acute bronchospasm (presumably from rocuronium) was considered to be the cause of the high airway pressures. Action taken: patient was ventilated manually and help called for immediately (surgeon, theatre team and another consultant anaesthetist). The breathing circuit was changed but to no avail. Patient was treated for severe bronchospasm with adrenaline 0.5mg im, hydrocortisone 200mg IV, chlorphenamine 20mg IV and then salbutamol nebs and IV ketamine. Almost no air entry could be heard on auscultation. Abg showed good oxygenation but raised co2 (8.1kpa). The airway pressures remained very high. The vivasight ett was changed for a standard 8.0 coett with immediate relief of airway pressures. On removal of vivasight ett we noted a kink in the ett at about 18cm from tip. This appeared to have been caused by rotating the ett thereby almost completely occluding the lumen. Operation continued uneventfully.